Event description:
It was reported by repair work order that the stair chair had a broken strut and was unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.